Event description:
Abbott diabetes care received a mhra declaration which reported the following information: it was reported that the customer could not use their sensor as the application was not working. It was reported that the adc application was missing from the app store. There was no report of adverse event or third-party intervention required. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Adc has identified an issue with the release of the freestyle librelink (fsll) application for android and ios, v2.10.0, on 12-jul-2023 in the united kingdom and ireland. For android users, some users have experienced a situation in which the application upgrade was unsuccessful and during periods of signal loss, old glucose data would appear as current data, thus allowing for the potential of erroneous glucose results. In addition, the signal loss alarm would not function properly, even though it would appear as enabled. This issue was addressed in the field by adc fa1032-2023 and was resolved in the field by release of updated fsll android application made available in the google play store in the UK and ireland on 31-jul-2023. This issue does not affect users in the united states. For ios users, some users have experienced a situation where the application upgrade was unsuccessful, and as a result, they received a white screen in the application user interface (ui). This will result in a period where glucose readings and alarms will not be received, and historical glucose readings will not be accessible, as the previous fsll application v2.8.1 was no longer available to users on the apple app store. This issue was addressed in the field by adc fa1029-2023 and was resolved in the field by release of updated fsll ios application made available in the apple app store in the UK on 17-jul-2023. This issue does not affect users in the united states. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was investigated. Adc has identified a software defect for the freestyle librelink application for ios and android, version 2.10.0. It is unknown which phone type the customer was using. For android users, during periods of signal loss old glucose data would appear as current data, thus allowing for potential of erroneous glucose results. In addition, the signal loss alarm would not function properly, even though it would appear as enabled. This issue was addressed in the field by adc fa1032-2023 and was resolved on 31-jul-2023. For ios users, users received a white screen in the application user interface (ui). This will result in a period where glucose readings and alarms will not be received, and historical glucose readings will not be accessible, as the previous fsll application v2.8.1 was no longer available to users on the apple app store. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1029-2023 and resolved on 17-jul-2023. Based on the investigation, the complaint is confirmed and no further investigation activities for this individual complaint are required. Section d4 model # was populated as unknown as customer did not report which operating system was in use at the time of the event. It is known that this event is associated with either freestyle librelink/freestyle libre 2 ios application part number 71733-01/71926-01 or freestyle librelink/freestyle libre 2 android application part number 71732-01/71857-01. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a mhra declaration which reported the following information: it was reported that the customer could not use their sensor as the application was not working. It was reported that the adc application was missing from the app store. There was no report of adverse event or third-party intervention required. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Adc has identified that following the release of the freestyle librelink (fsll) application for ios, v2.10.0, on 12-jul-2023 (11 a.m.) In the united kingdom (UK), some users have experienced a situation where the application upgrade is unsuccessful, and as a result, they receive a white screen in the application user interface (ui). This issue does not affect users in the united states. This will result in a period where glucose readings and alarms will not be received, and historical glucose readings will not be accessible, as the previous fsll application, v2.8.1, was no longer available to users on the apple app store. This issue was addressed in the field by adc fa1029-2023 and was resolved in the field by the release of updated fsll ios application, made available in the apple app store in the UK on 17-jul-2023. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was investigated. Adc (abbott diabetes care) has identified a software defect for the freestyle librelink application for ios, version 2.10.0, in which the application upgrade was unsuccessful. This resulted in a period where users may not have received glucose results, or may not have been alerted to low or high glucose alarms. Based on the investigation, the complaint is confirmed and no further investigation activities for this individual complaint are required. This issue was addressed in the field by adc fa1029-2023. The device model number populated in section d4 is for the freestyle librelink ios application, on market in the UK. This is same/similar to us freestyle librelink/freestyle libre 2 ios application part number 71733-01/71926-01. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. It has been determined per the details of the reported issue, that the customer's complaint is related to application for ios. Therefore, the following sections have been corrected from the initial report: b5 - describe event or problem. D4 - model #. D4 - unique identifier (UDI) #. H9 - corrective action #. H10 - additional mfg narrative.